Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/31/2017 with the following findings: the black box and alarm history showed a call service 087, 064 and 078 alarms. The pump powered on with auditory and vibration alerts. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage due in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.